Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps flex femur size c catalog # unknown lot # unknown, 17mm lps poly catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because requested but not returned by hospital. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that radiolucency at the bone cement interface of the tibial component consistent with loosening and lateral compartment narrowing suggesting polyethylene wear. Multiple MDR reports were filled for this event: 0001822565-2019-04665, 0001822565-2019-04664. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned by hospital.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to instability. Attempt for further information has been made, but no further information has been provided.